Manufacturer narrative:
The customer was able to clear the ua18 and ua45 advisory messages with the help of zoll personnel. The customer stated that there are no further issues with the autopulse platform; therefore, the autopulse platform in the complaint will not be returned to zoll for investigation. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 18 is an indication that autopulse has detected that either the patient's chest (manikin) is too small while sizing the patient/manikin (take-up) or that there is no patient/weight on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/manikin and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
During a shift check, the autopulse platform (sn (B)(6)) displayed user advisory 18 (max take-up revolution exceeded) upon powering up. The customer had not placed a manikin on the platform. After placing a manikin on the platform, no issues were found, and the ua18 was resolved. When the autopulse platform was powered on again, it displayed user advisory 45 (not at "home" position after power-on/restart), indicating the driveshaft was not in its "home" position. The customer removed the lifeband and cut off the lifeband clip. Zoll tech support guided the customer into the admin menu and instructed them to save the lifeband clip. The driveshaft was then rotated to its "home" position. Upon turning on the autopulse platform, it prompted the customer to install a lifeband, as designed. The autopulse platform was tested with a lifeband, and it powered on without any user advisory messages or prompts. According to the customer, there are no further issues with the autopulse platform. No patient involvement.

Manufacturer narrative:
The customer stated that there are no further issues with the autopulse platform; therefore, the autopulse platform in the complaint will not be returned to zoll for investigation.